Event description:
Customer reportedly received results of 23.9 mmol/l and 6.8 mmol/l within 1 minute on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips are no longer available and the lot number is unknown.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.